Manufacturer narrative:
Initial.

Event description:
It was reported that a freestyle libre 3 plus sensor could not pair with the ilet application because it was already paired to the abbott app preventing successful pairing with the ilet, and resulting in a pairing failure with the ilet system. No adverse clinical symptoms reported. Outcomes included resolution after troubleshooting and education. User support included technical support review and guided troubleshooting. Investigation of this case revealed that the sensor was in use by another device, and after removing the abbott application and pairing a new sensor, the sensor entered warmup as expected. It was concluded, based on previously established findings for similar reports, that the cause was user setup error related to pairing the sensor to multiple applications.